Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to dislocation. The surgeon stated the lens did not malfunction. He believed that the optic size of the iol and the pt's pupil size contributed to the problem.

Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to dislocation.